Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd alaris smartsite texium secondary set experienced component separation. The following information was provided by the initial reporter: we've had multiple cases of this type of tubing and lot number come detached just below the non-vented drip chamber. This is quite unsettling given we use these with hazardous drugs.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 01-mar-2022. H.6 investigation summary: 8 unused samples were received and tested by our quality team. The tubing sets were all still in packaging and were of the same lot described in customer complaint. All sets were all visually inspected for defects and no issues were noticed. Every set was tested using a "pull test" at the junction just below drip chamber using a tensile force much greater than that which would be practical in any clinical setting. None of the sets separated and a flow test was then employed to ensure the integrity of sets remained. The manufacturing team is aware of this issue and due to its occurrence in the past, the complaint can be verified. There were no failures in the received sets but there has been corrective actions (CAPA) 3974230 is in place to correct the root cause of lack of solvent when joining the tubing to drip chamber. The assembly process has been modified and there have been quality checks to ensure these changes are effective. A device history record review for model 10013364t lot number 21069693 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that at least one bd alaris smartsite texium secondary set experienced component separation. The following information was provided by the initial reporter: we¿ve had multiple cases of this type of tubing and lot number come detached just below the non-vented drip chamber. This is quite unsettling given we use these with hazardous drugs.